Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The patient experienced tunnel vision with near and intermediate vision from the very start. The lens was replaced with another manufacturers lens. No further information was provided.